Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that their healthcare provider (hcp) tested the implant 2-3 days ago and confirmed that the implant battery was dead. It was noted that the implant would be replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that for the last month and a half, the patient had an increase in nausea and vomiting, as well as 2 small bowel obstructions. The patient discussed with their healthcare provider (hcp) and the hcp told the patient they felt like the stim battery/settings needed to be checked. The patient was redirected to follow up with their hcp. No further complications were reported/anticipated.